Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified pedal arch. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was good.